Manufacturer narrative:
Philips service manually restarted the host pc, restoring the system to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot automatically, requiring manual start on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.